Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-op check, high, out of range high voltage lead impedance was observed. The lead appeared to be fully inserted via x-ray. When the pocket was opened, blood in the connector was observed. The lead was disconnected, cleaned, and reconnected. Patient condition was good.